Manufacturer narrative:
On 31 oct., 1996, dr. Implanted a 27mm mitral st. Jude medical mechanical heart valve sjm masters series (model 27mj-501). The patient, who also underwent an aortic valve replacement and tricuspid valve annuloplasty at this time, had a medical history of severe rheumatic heart disease. On 17 dec., 1996, dr. Explanted this valve due to mitral vegetation/endocarditis. The surgeon stated there were signs of pannus, thrombus, and vegetation at the time of explant. Specifically, an extremely large thrombus, at least 4.5 to 5.0cm in diameter, was observed to be nearly totally obstructing the prosthetic mitral valve. This thrombus and the prosthetic mitral valve were removed in its entirely, along with the pledgets. During explantation, a small paravalvular abscess was noted posteriorly, which was debrided. Initial gram stain did not reveal organisms. The patient's postoperative health status was reported as "home and well". St. Luke's hospital pathology report, dated 18 dec., 1996, stated that vegetations with clusters of gram positive cocci were identified on the valve. The gross evaluation indicated the sewing cuff was intact, and contained tan and brown tissue fragments. Also received were several "shaggy" tan and brown soft specimens measuring up to 2.0cm in greatest dimension. Information reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the valve was explanted due to infection; specifically, mitral vegetation. This was supported by the st. Luke's hospital pathology report, as well as by dr.'s report, both of which indicated gram positive cocci associated with the explanted valve. The cause of this infection remains unk; however, it was not due to an intrinsic valve defect, as support by the sterilization verification. The fracture observed on both leaflets were most likely caused at explant. They were not due to an intrinsic valve defect, as supported by sem analysis. # pages = 3.

Event description:
Per explant form with returned valve: the reason for explant was stated as mitral vegetation.